Event description:
On 07/28: customer reports via phone, during ureteroscopy and stone removal, the system fluoro failed. Staff brought in a portable fluoro c-arm unit, procedure was completed without further incident. Customer provided no pt info, other than to say procedure was completed, pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot per system service manual and replaced the image intensifier transducer board. Fse verified proper operation per the hut dr service manuals and completed the service checklist (B)(4) unit passed checkout procedures and was returned to full service by the customer.